Manufacturer narrative:
Corrected: device lot # ¿ corrected from 17952474 to 17749243, device expiration date - corrected from 05/03/2016 to 03/01/2016, device manufactured date - corrected from 05/04/2015 to 03/02/2015. The device was returned for analysis. No damages or failures were observed on the ccp board assembly. No other visual damages were encountered upon visual inspection. The telescope female tubing was found detached from the anchor seal assembly. The catheter was not able to properly pullback due to telescope detached. Impedance testing shows a good unit wave form. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2015-08326 and 2134265-2015-08325. It was reported that automatic pullback failure occurred. The target lesion was located in the left anterior descending (lad) artery extending to the left main (lm) artery and right coronary artery (rca) with complete total occlusion. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an atlantis sr pro imaging catheter and a sled to view target lesion. The physician performed automatic pullback. However, the imaging core could not move. They found out that the motordrive unit was damaged. The physician then removed the imaging catheter. The procedure was not completed due to this event. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2015-08326 and 2134265-2015-08325. It was reported that automatic pullback failure occurred. The target lesion was located in the left anterior descending (lad) artery extending to the left main (lm) artery and right coronary artery (rca) with complete total occlusion. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter and a sled to view target lesion. The physician performed automatic pullback. However, the imaging core could not move. They found out that the motordrive unit was damaged. The physician then removed the imaging catheter. The procedure was not completed due to this event. No patient complications were reported and the patient's condition is stable.